Event description:
It was reported that the wand was not working and an error message was visible on the controller. No patient injury reported.

Manufacturer narrative:
Procedure was completed without the use of the arthroscopic wand. There was no significant delay nor patient injury reported. The device, intended for use in treatment, was not returned for evaluation. We cannot determine if there is a relationship between the device and the incident because the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence as more than likely an e-7 error was experienced which will cause the device to not work. Factors that could have led to an e-7 error includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted. The ambient super turbovac 90 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-7 error. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the wand was not working and an error message was visible on the controller. Acl procedure was completed without the use of the arthroscopic wand. There was no significant delay nor patient injury reported.